Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corner, broken reservoir tube lip, minor scratches on the display window, a missing reservoir tube seal and broken battery tube threads. A test reservoir was installed and did not lock into place due to the completely broken reservoir tube lip.

Event description:
The customer reported via telephone call that the insulin pump was cracked near the reservoir compartment and that the reservoir kept falling out. The blood glucose reading was 200 mg/dl. The customer was unsure of how the damage occurred. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.